Event description:
During the first inflation at 18 atm, the lesion was not completely removed. During the second inflation at 22 atm, the balloon material burst. A piece of the balloon and the tip remained in the pt. The pt is reportedly doing well at this time.